Manufacturer narrative:
Two devices were returned for analysis. Visual inspection showed the devices were in good condition. A functional test was performed and the reported issue was not duplicated. The devices fully primed and connected without difficulty and the pump was set running with no alarms activated. No air bubbles were detected in the bag or in the tubes. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(6), corrected data: h6: health effects.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that over 2 consecutive days, the cassettes were found with air in the infusion bag. The user then acted as the pump alarmed. The user noticed the presence of slight scratches on the medication bag inside the encasing, not ensuring the sealing and causing the presence of air. No patient injury was reported.